Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rem star device's sound abatement foam. The patient has alleged cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Secondary findings - pil observed the following from an external and internal inspection: ui (user interface) knob broken, sd card cover missing. Air inlet filter missing. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil observed the following from an internal and external inspection of humidifier ds6hflg (sn (B)(6)). Pil observed the following: flip lid seal had unknown dust-like contamination on it. Unknown white and tan dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seals. Unknown white and tan dust-like contamination in the iso port (international organization of standardization). Potential mineral deposits inside water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. Review of the device log showed: errors logged: 0 error were logged. Device was likely reset prior to pil receipt as indicated by the device having 1073.8 machine hours and no blower or therapy hours. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.